Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device was re-loaded with a white cartridge, the safety cap was removed, and a click is heard. When the device was fired the surgeon felt something strange and upon removal, the cartridge was not in the device. The device was cut away and the ea was sutured by hand. There were no adverse consequence for the patient.